Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the meter stopped powering-on. She reported that she was unable to obtain a result. The patient manages her diabetes with novolog insulin (no adjustments). She denied making any changes to her usual diabetes management routine after being unable to test. She reported that around 3 pm about a month prior to contacting lfs, she became ¿weak¿ and ¿woke up in an ambulance¿. She stated that around 4 pm on that day, a blood glucose result of ¿below 20 mg/dl¿ was obtained on an ER/hospital meter and a doctor gave her ¿glucose¿ via unknown administration. She indicated that she was advised to eat a high carbohydrate diet to prevent her blood sugar dropping, and going forward, to maintain the carbohydrate diet; it is noted that the (adult) patient weighs 76 lbs. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca noted that the patient¿s test strips had expired at the end of september 2019. The meter would not turn on when the power button was pressed or when a test strip was inserted per owner¿s manual. The cca walked the patient through replacing the battery, but the issue was not resolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event requiring medical intervention. This occurred after the meter stopped powering on, the patient had been unable to obtain a blood glucose result and she had continued with her usual diabetes management routine.